Event description:
Caller reported an incident of hyperglycemia requiring treatment by layperson at a time when the aviva meter was unavailable for use because it would detect neither detect strip insertion nor dose. Strips not available for return, replacement system sent.

Manufacturer narrative:
Strips not available for return.